Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required to remove the dislodged stent.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the stent did not fully expand and shifted from the targeted position. The procedure was completed by using a new device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the colon during a colonoscopy procedure performed on december 11, 2025. The patient anatomy was tortuous (tight) prior to stent placement. During the procedure, the stent did not fully expand and shifted from the targeted position. Therefore, forceps were used to remove the unexpanded stent and the procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. ***additional information received on january 27, 2026: it was later confirmed that the indication for stent placement was due to a stricture.

Manufacturer narrative:
Block b5 has been updated based on additional information received on january 27, 2026. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required to remove the dislodged stent.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the colon during a colonoscopy procedure performed on (B)(6) 2025. The patient anatomy was tortuous (tight) prior to stent placement. During the procedure, the stent did not fully expand and shifted from the targeted position. Therefore, forceps was used to removed the unexpanded stent and the procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required to remove the dislodged stent.